Manufacturer narrative:
The customer reported leaking from the pump segment on a material 2441-0007, and returned a video of the incident. The video verifies the complaint of leakage. There is no physical sample available for investigation. The root cause could not be officially determined without the physical sample. The potential root cause is related to clinical practice. Our clinical team has been notified. A device history record review could not be performed on material 2441-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Leaking set.